Event description:
It was reported that during laser photo-vaporization of the prostate, the fiber began forward firing after 395, 025j with 55 minutes of use. A second fiber was utilized to continue the case without clinical consequences to the patient.

Manufacturer narrative:
Device available for eval: updated. Date returned to MFR: updated . Device evaluated by manufacturer: updated. Device eval by MFR sum attach?: updated. Device returned to MFR: updated. Evaluation method code: updated. Evaluation results code: updated. Method and evaluation codes: updated. The device history record (DHR) confirmed that the devices met all material, assembly and performance specifications. Analysis of the returned device showed the glass cap has a circumferential fracture on the distal side of fiber/cap fusion zone at the bevel edge. The fiber proximal to fracture can rotate independently of outer flow tubing. The glass cap exhibits severe devitrification at output window. The metal cap exhibits moderate detritus adhesion on surface. The outer flow tubing open end exhibits minor scratch marks. Based on device analysis, the potential for forward firing may exist. It is probable that cap wear was accelerated due to heat accumulation caused by anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber. This would cause reduced vaporization efficiency. Cap wear acceleration lead to the possibility of glass cap fracture. The identified issues noted above may activate the fiberlife function which would modulate the power showing a pulsing beam or system would be placed into standby mode. An evaluation conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that during laser photo-vaporization of the prostate, the fiber began forward firing after 395,025j with 55 minutes of use. A second fiber was utilized to continue the case without clinical consequences to the patient.